Event description:
Pt had episodes of syncope and was found to be receiving inappropriate shocks from an aicd implanted 9/13/95. Rv lead had subclavian fracture causing under sensing. Lead was replaced on 10/29/96.